Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: paraparesis secondary to l2-3 through l5-s1 stenosis and l2-3 herniated nucleus pulposus. For which, patient underwent following procedures: l2 through l5 laminectomy. L2-3 bilateral diskectomy. L2 through s1 image-guided pedicle screw fusion with pedicle screws and rods and bone morphogenic protein. Per op notes, "..after adequate decompression was achieved, the transverse processes and lateral facets, from l2 through s1 were then decorticated. Previously morsellized laminar bone wrapped in bone morphogenic protein carrier was then placed in the lateral gutters from l2 to s1. Connecting rods were then placed on each side from the l2 through s1 pedicle screws. Patient tolerated the procedure well with no complications reported..." The patient alleges unspecified injury due to the use of rhbmp-2.